Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device immediately powered off without sounding an audible alarm tone after infusion was complete while connected to ac power. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for eval. The customer indicated that he was going to repair device at user facility. If the device is received, a follow-up report will be submitted. This report represents all the info known by the reporter upon query by hospira personnel.